Event description:
Reporter was calling as a former employee and patient to bring attention to sanitary conditions and inappropriate tactics occurring at the (B)(6). Reporter stated the medical device involved is the aurora xi plasmapheresis system. Reporter stated the device experiences a specific pump malfunction that tears the set that the user is connected to the machine with. Reporter stated this creates open air contamination risk to the donor. Reporter stated this issue occurs daily and nobody has looked into it and it has not been reported. Reporter also stated there are sanitary conditions such as blood and fluids on the walls and floors that is left and not properly cleaned. Reporter stated faulty heat sealers cause blood lines to tear and the facility is not great at cleaning it up.